Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing, and the device was not booting up. A technical support specialist advised the user to inform hit. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to dispense meds from stations in both the ER and pharmacy. In the ER, orders weren¿t crossing; in the pharmacy, user couldn¿t access the cabinet or log in. Nurses had to call to manually bring meds from the pharmacy to the ER. The pharmacy cabinet failed to execute or pop up, and the device wasn¿t booting. Two stations were affected, but no reports were received from other units. Customer suspected an interface issue. There were no adverse events or injuries reported based on this incident.